Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the pump did not alarm when the tubing came off the rotor.¿ the unit was triaged and the customer¿s reported condition was confirmed. Verified customer complaint that unit did not alarm when the tubing came off of the rotor. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/06/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump did not alarm when the tubing came off the rotor.